Event description:
It was reported that the patient underwent a revision procedure in which the spinal cord stimulator (scs) system was replaced for an unknown reason. It was additional reported that high impedances were noted on the lead, and during the lead revision the physician decided to replace the existing ipg to allow for MRI capabilities.

Manufacturer narrative:
Block b3: approximated based on the date of the procedure. Block d2b pro code (product code): qrb additional suspect medical device component involved in the event: brand name: linear? 3-4 upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 17539415 unique identifier (UDI) # (B)(4) with all the available information, boston scientific concludes that the cause of the patient experiencing high impedances and undergoing a revision procedure could not be confirmed. The devices were not returned therefore device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices were discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are not able to confirm the root cause of the event. The devices were not been returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint and the conclusion is cause not established.

Manufacturer narrative:
Block b3: approximated based on the date of the procedure. Additional suspect medical device component involved in the event: brand name: linear, upn: m365sc2158300, model: sc-2158-30, serial: no information, batch: no information.

Event description:
It was reported that the patient underwent a revision procedure in which the spinal cord stimulator (scs) system was replaced for an unknown reason.

Event description:
It was reported that the patient underwent a revision procedure in which the spinal cord stimulator (scs) system was replaced for an unknown reason. It was additional reported that high impedances were noted on the lead, and during the lead revision the physician decided to replace the existing ipg to allow for MRI capabilities.

Manufacturer narrative:
Block b3: approximated based on the date of the procedure. Block d2b pro code (product code): qrb additional suspect medical device component involved in the event: brand name: linear? 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 17539415, unique identifier (UDI) # (B)(4).